Event description:
It was reported that during an ovarian resection, about 3cm of the tip of the electrocautery scalpel was broken and fell into the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.